Event description:
Additional information reported that the patient received assistance from the physician or the manufacturer representative, at an appointment on 2011 (B)(6), and the patient's concerns were resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation when she was in the grocery store frozen food aisle. The pt also experienced stimulation down her leg. Though it was reported that this was normal. Add'l info has been requested, but was not available as of the date of this report.